Event description:
It was reported that following a diagnostic ultrasound, the pt experienced a loss of therapeutic effect. It was also reported that a lot of pressure was applied to the pts' left leg where his leads were implanted (lead implanted on the left knee cap). The pt increased stimulation to 5v without any relief. Additional info has been requested from the hcp, but was not available as of the date of this report.